Manufacturer narrative:
Section d6a - date of implant: not applicable for heartmate 3¿ system controller. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file. Data from the reported event date of 03jul2024 was reviewed, and the pump operated at intended speeds while connected to the driveline. A backup battery fault alarm correlating to a load test condition was observed on (B)(6) 2024. The loaded voltage of the battery was under the acceptable voltage threshold as compared to the unloaded voltage at this time, triggering the alarm. The alarm resolved on the same day after the backup battery had been exchanged, and no other notable events were observed. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The system controller (serial number (B)(6)) was not returned for analysis. Available information for this event indicates that the controller was preemptively exchanged without issue. The root cause of the reported event was unable to be conclusively determined through this analysis. A corrective action was initiated in order to further investigate this issue. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient presented to clinic on(B)(6) 2024 with an emergency backup battery (ebb) fault alarm. This alarm resolved after another ebb exchange. Log files captured ebb faults starting on (B)(6) 2024 from 09:57 to 10:29. The ebb faults did not return after exchanging the ebb, but the system controller was also exchanged preemptively after instructed to by the abbott heartline number. The exchanged ebb and system controller were recycled.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.